Event description:
Medtronic received information that after 11 years implant duration of this 12mm pulmonary valved conduit, echocardiographic findings revealed calcification, stenosis and regurgitation secondary to patient outgrowth. An attempt to implant a melody valve was unsuccessful as a tear in the contegra occurred during heavy dilatation. The melody was not implanted and two covered stents were implanted within the contegra. Seven days later, the valve was explanted and a new 18mm contegra was successfully implanted.

Manufacturer narrative:
Analysis: two large sections of the conduit wall, one measuring 4 cm, the other, 4.2 cm, and several smaller pieces were received for analysis. Several clusters of mineralization were also received for analysis. Due to the receipt condition of the valved conduit, a detailed analysis could not be conducted. Glistening off white pannus remained attached to the inner lumen aspect of several conduit wall pieces including the larger sections. Pannus was entwined with a few clusters of mineralization. Radiography showed clusters of mineralization and mineralization in all existing conduit wall pieces. Conclusion: reduced performance of the valve is attributed to calcification and host tissue overgrowth. These findings are generally considered a patient related condition. The IFU states "reoperation and replacement of the contegra pulmonary valved conduit may be indicated because of the patient's physical growth" as an expected and foreseeable outcome.